Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg depleted earlier than expected. As such, the patient underwent surgical intervention wherein the device was explanted and replaced. Reportedly, effective therapy was restored following the procedure.